Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had increased their amplitude level and was not able to void but when they decreased amplitude level she was able to void. Patient stated tape was coming off and wanted to know what tape could they use. Patient had adhesive tape which their daughter assisted with putting over tape, they already had to keep in place. Patient had been constipated and they were taking the pain pills given to them. Patient stated symptoms were worse than before evaluation. Patient stated that frequency had increased as well as leaks. Patient was unsure if they were emptying bladder. Patient had been changed from program #1 to program #2 in hopes of improvement. Patient stated that symptoms were worse than before evaluation started and they were voiding every half hour and it was "unacceptable". Patient was changed to program 2 yesterday and changed themselves back to program 1 after a couple of hours. It was advised to leave on new program for 24 hours. Patient was also having leaking that they were not having before evaluation started. Patient had a hard time starting stream and emptying bladder. Patient had tried all three programs and did not see improvement with any of the programs. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.